Event description:
N/a

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit reported an automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number :(B)(6).

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). It was reported that cs100 iabp had an issue with inflation failure before use. The customer reported that the aortic balloon reported an automatic inflation error. Getinge field service engineer (fse) was dispatched to inspect the issue and after an on-site inspection. It was found that the machine needed to be replaced with a 2500 maintenance kit. Po was quoted the customer and confirmed the final price with the customer before repairing. After on-site price negotiation the customer decided not to repair it temporarily. There was no patient involvement and adverse event occurred. H3 other text : repair not performed by getinge.